Manufacturer narrative:
(B)(4). Customer stated that the device is available for eval. Although requested, the affected device has not been received for investigation. A follow up report will be submitted once the affected device has been received and an investigation has been completed.

Event description:
Customer stated that IV piggy bag (ivpb) of magnesium sulfate was hung as a secondary line. The medication was keyed in as secondary magnesium sulfate. The infusion was started at 1100. The pt was checked again ten minutes later and the ivpb of magnesium sulfate was noted to be completely infused and the bag to be empty. No further info is currently available, awaiting customer response to request for additional event and pt info. There was no report of pt harm or medical intervention.